Event description:
According to the reporter, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and there was a repeat procedure performed. Medical intervention was required to remove capsule from stomach. There was nothing unusual about patient or procedure and an endoscopy was performed prior to the bravo procedure; the esophagus appeared to be normal. No other known adverse events were reported.